Event description:
Please refer to the initial report.

Manufacturer narrative:
Log file analysis confirms the reported issue - during the procedure in question, two instances of encoder check errors have occurred i.e. The measured ventilator piston position did not match the expected one. The reported behavior incorporates exactly the defined system response for such condition. On-site, the motor, o-ring and piston diaphragm have been replaced by the dräger service technician. These parts were analyzed in the manufacturer¿s lab and no indications for any technical malfunctions were found. Although the phenomenon itself can be confirmed, a root cause could not be determined. None of the known possible scenarios, e.g. A deposition of dust/dirt on the encoder disc, could have been confirmed by means of the analyzed materials. It is also imaginable that the patient was coughing against the ventilator leading to a pressure disturbance. Since higher pressure values have been logged during the case in question and the device passed the selftest without any problems on the next day, this could be as well a possible root cause of the reported symptom. Dräger finally concludes that the system has responded to a deviation of unknown origin as designed - to prevent from damages, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation as well as the monitoring functions remain available to the full extent. The procedure could be finished without any consequences for the patient.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the ventilator of the primus device failed during a case. The device switched into safety mode as specified. There was no patient injury reported.